Manufacturer narrative:
Conclusion and justification status: the complaint states t handle broken from cement restrictor introducer. The investigation confirms the failure mode as reported. The device was reviewed by bioengineering and a report was received stating on visual inspection of the two pieces the hole has been chamfered at both ends the chamfers have not called out on the drawing. This will weaken the interface between the pin and tee bar. The device was assessed by the supplier and a report was received confirming chamfering of the device. The report states following the previous complaint we (the supplier) have implemented the following measures: to prevent chamfering the relevant section of the job card has been updated to state 'do not chamfer' refresher training has also been given. As a preventative action has been implemented no further actions are identified. It should be noted that pra (B)(4) was conducted to identify any risk to patient or any regulatory risk. It was agreed that there was no risk either patient or regulatory. The complaint shall be closed with a justified conclusion, entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T handle broken from cement restrictor introducer.